Manufacturer narrative:
The specimen retrieval bag, genistrong, (B)(4) / k132375 / gcj, has three product codes that include a tether attached to the bag - 550-000-003 / 550-000-005 / 550-000-008. The complaint received was that the tether was fraying. The initial correspondence from the customer stated that no pieces were left behind. However, a few weeks later, the customer reached out to genicon to state that there is no way to guarantee that all of the frayed material was retrieved. (B)(4) was opened and generated CAPA (B)(4). A design change was implemented to change how the tether is cut, folded, and stitched. No additional complaints have been received since the design change.

Event description:
Material frayed from tether.